Event description:
During deployment of the stent in the hepatic artery the stent did not deploy. No patient harm occurred another gore stent was opened to complete the case. Vendor notified. Manufacturer response for endoprosthesis, gore viatorr (per site reporter).